Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the device will not sense. The device was returned for repair and preventive maintenance. There was no patient involvement indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests and bench tests. Analysis found the ring, ring cover, and ring cover screw are missing.